Event description:
The user reported two (2) false positive results with the binaxnow covid-19 antigen self test. This MFR. Report addresses patient one (1) of two (2). The user reported that he and one other user took the binax now self test and both user's results were negative. They users were not feeling well so they both took another undisclosed covid 19 test and the results were positive. No additional information was reported.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR numbers 1221359-2021-02017, 1221359-2021-02018.

Manufacturer narrative:
Additional information: the aware date was initially documented based on the available information which displayed the date as a timeframe (ie. "A month ago"). The manufacturer subsequently obtained the specific date from the application and is therefore updating the aware date to (B)(6) 2021.

Event description:
The user reported two (2) false negative results with the binaxnow covid-19 antigen self test. This MFR. Report addresses patient two (2) of two (2). The user reported that he and one other user took the binax now self test and both user's results were negative. They users were not feeling well so they both took another undisclosed covid 19 test and the results were positive. No additional information was reported.

Manufacturer narrative:
Reference MFR numbers 1221359-2021-02017, 1221359-2021-02018.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.